Manufacturer narrative:
During review of (B)(6) posts, obalon identified this post as concerning and engaged the patient via (B)(6) messenger. Obalon requested information regarding the prescribing physician and the patient provided the information in an email. The patient stated in their email that they called their prescribing physician's office multiple times but only received the off hours voicemail and left a message. The patient decided to go to the hospital because they had not been contacted by the prescribing physician. On (B)(6) 2018, the hospital physician contacted the prescribing physician who stated that initial symptoms can return and recommended an antispasmodic medication. A gi series with barium was performed to determine if the stomach was emptying and the results were normal. The patient was discharged on (B)(6) 2018 with an antispasmodic (hyoscyamine). The patient stated that they wished that they were told that it was possible that the spasms would return and what to do if it does as this could have been self-managed. Obalon contacted the prescribing physician to notify them of their patient's status. The prescribing physician confirmed on (B)(6) 2018 that the patient felt better after taking levsin and had re-encouraged the patient to drink more water. The hospital medical records were requested and received. Per the labeling, each patient should be monitored closely during the entire device therapy period in order to detect the development of possible complications. Patients should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, esophageal injury, and other possible complications that could occur, and should be advised to contact their physician if these symptoms worsen over time or persist for more than 24 hours.

Event description:
On (B)(6) 2018, a patient posted to an obalon patient (B)(6) group : "so I ended up being admitted to the hospital for the last two days. I had my third balloon placed (B)(6) and it was the devil. But after a week or so it settled and things were fine. That's was until monday. The stomach cramps returned with nausea and vomiting. So I just kept an eye of it but thursday rolled around and there was no change so I decided to go to the hospital (because I almost threw up in my sleep) because I needed to make sure the balloons were still intact and there wasn't a partial blockage (def not a total blockage b/cuz digestion was still happening). They started an IV, blood work, urine, CT scan...the works. After the CT scan (they stated the balloons were intact but couldn't fully rule of out blockage) they decided to admit me thursday night. Yesterday I had to do another study called a gi series which required me to drink chalky barium (gross). Finally, they were able to definitively rule it out and were able to speak to the covering obalon provider who stated that it was a possibility of recurrence of symptoms once they resolved. I wish he would've told me that when I had the third one placed so I could've self managed the symptoms at home vs being admitted. So here it is saturday morning and I'm waiting to be discharged. Fyi if this happens to you try ruling things out before going to the hospital (take the antispasm meds and zofran-only of you are still passing gas and having bowel movements)." On (B)(6) 2018, the patient to the obalon patient (B)(6) group: "hi guys.. Hope everyone is finding success in their journey. I haven't posted in a little while but wanted to give a little update. I'm down 15 lbs from my starting weight...yay. As some of you may know I had a minor setback a few weeks ago where the third balloon caused some wicked stomach cramps, nausea and vomiting which subsequently ended in me being admitted for 2 days. I have bounced back well, thankfully. Met with my doctor last friday and discussed starting an appetite suppressant to see if that would help me reach some serious goals. I'm back on keto and dropped those few lbs I had picked up (only like 2-3 lbs). So let's see how this goes." The patient also responded to a comment on their post with: "I got #3 on (B)(6) and that week was hell. Balloon #3 was the devil for me lol. I called my doc and ended up having to double up on the hyoscyamine every hour then weening myself off of it completely. Make sure that when you take it you dissolve it under your tongue vs just swallowing it (some pharmacists dont explain this tidbit) and that makes a huge difference. I know ppl say to drink water and your probably tired of hearing it, for me it didn't help all that much but it might be different for you. Also take the carafate 4x/day cuz it coats the balloons and supposedly provides some comfort (im not all that sure that really helped but who knows lol). Try taking the hyoscyamine 2 tabs sublingual every 4 hrs for a few days then try to see how long you can go before you have to take it again."